Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
A unix revision case with surgeon (B)(6). He used the tibial tray impactor 4530-0000 to remove the existing unix tibial tray. Once the unix tibial tray was removed, the surgeon was unable to loosen the tibial tray impactor. Unable to loosen the screw, which tightens/loosens the tibial introducer to the tibial baseplate.